Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 09/06/2016, the patient contacted lifescan USA alleging that their onetouch ultra2 meter had displayed an error message ¿ error 1. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred at an unspecified time on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and stated that in response to the alleged product issue they increased their dosage of lantus insulin by 60 units over the ¿last 30 days¿. The patient stated that immediately after the alleged product issue occurred they developed the symptoms of ¿dizzy and nauseous¿, but did not require any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that the meter was not in use for the first time. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.